Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -09.00/+1.5/014 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.